Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a company rep that high lead impedance (7/limit/high/no) was received at a follow-up office visit with the treating neurologist in both system and normal mode diagnostics. The last known good diagnostics according to the company rep were from approx a year and a half ago (no specifics). X-rays were not taken and no trauma or manipulation was reported. Pt's device was programmed off and is being sent for surgical consult for full revision. Moreover, the pt is having slight increase in seizures below pre-vns baseline and related to the reported high impedance. A review of the manufacturer's programming history indicated the last known good diagnostics were from (B)(6) 2009 and were within normal limits.